Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient passed away from unknown reasons. A request for the patient's death certificate was made but cannot be obtained due to "deaths within the past 25 years, only the immediate family members of the person whose name is on the death certificate are eligible to request a copy". Further information was received that the provider will not fill out the attached death questionnaire form. No other relevant information has been received to date.

Manufacturer narrative:
H3. Code 81 - device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
Further information was received indicating that the provider has assessed the death to not be related to vns therapy. No other relevant information has been received to date.